Event description:
It was reported the patients pump was tilted under the skin and appeared to stick out when the patient would lie down to go to sleep. The patient inquired if that could indicate or torn suture or if it could affect the catheter. The device reportedly started to stick out ¿about a week ago.¿ the patient had discussed it with his health care provider (hcp) but he did not express concern. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).